Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support and the field service engineer (fse) confirmed that there were no issues on follow-up cases that a new vessel sealer instrument was used. Isi has not received the da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the site experienced issues with the vessel sealer (vs) instrument. It was reported that the vs instrument was not sealing properly and the site did not see a bubbling effect. The technical support engineer (tse) recommended that the site try the vs instrument on the integrated electro surgical unit (iesu) to see if it performed better and power cycle the e-100 or replace the vs instrument as troubleshooting steps. The site elected to not perform any troubleshooting while on with the tse and proceeded with the case as planned with no known impact or patient consequence was reported. Tse also recommended that the site return affected instrument.